Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient exhibited noise on the right ventricular (rv) lead, as well as a syncopal event and shortness of breath. It is believed that during a recent threshold test on the atrial (ra) lead, the device's automatic capture programming kicked in and paced when it shouldn't have. Doing this caused some desynchrony from the atrium to the ventricle. The decision was made to replace the rv lead. At explant, the rv lead was found to be fractured. Both the ra and rv lead were surgically abandoned and the device was replaced.